Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure as the sphincterotome catheter was being advanced, it was noticed that the wire would not exit the distal tip of either tome. The device was removed and the procedure was able to be completed with the use of another similar device. The patient is reported to be instable condition. Refer to associated manufacturer report # 3005099803-2008-05048 for a description of the first event.